Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii. The device remains implanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 05/10/2024.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii and implant malposition. Device was explanted.

Event description:
Healthcare professional reported a right side capsular contracture and implant malposition. Device was explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event flipping and capsular contracture was received on april 12, 2024, with lot number 3610121. Based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe since it is not related to the device. ¿ flipping: no observed. Additional observations: ¿ no other observations observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii. Healthcare professional later reported implant malposition, and capsular contracture baker grade IV. The device has been explanted and replaced.